Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for elecsys estradiol iii assay and elecsys vitamin d assay. Of the provided data for three patients, only the estradiol result for one patient was a reportable malfunction. The initial estradiol result was 1751 pg/ml. The repeat result on (B)(6) 2017 was <5.0 pg/ml with a data flag. Both of the results were reported to the clinic and to the patient. There was no allegation of an adverse event. The reagent lot number was 173998. The expiration date was requested but was not provided. The field service representative visited the site and ran performance testing. A specific root cause could not be determined. The data provided for investigation demonstrated additional implausible results and error messages. The analyzer alarm trace contained alarms indicating possible foam and bubbles on the reagents and issues with the water level on the analyzer. This information suggests handling issues as the root cause. Review of the provided calibration and qc data excluded a general reagent issue.